Event description:
Female underwent breast augmentation in 1994. Recently she experienced an abnormal mammogram. She underwent fna and was found to have right breast ca. The pt underwent right breast ca with axillary node dissection and sentinel node mapping. Pt states that the implant was ruptured for approx two years. Breast implant was put in by dr who has now left the country.